Event description:
Same case as MFR# 2134265-2012-03051. It was reported that during a plain old balloon angioplasty treatment procedure, a balloon catheter became stuck on the guide wire. Access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral and popliteal arteries. The physician used a non-bsc laser over a v14 control wire to complete three passes. The physician advanced a 3mmx40mmx145cm coyote es balloon catheter over the v14 guide wire to dilate the distal segment of the right popliteal artery and the balloon became stuck on the guide wire. The physician attempted to withdraw the wire through the balloon catheter but was unsuccessful. The physician successfully removed the balloon catheter and guide wire as a unit. The procedure was completed with a journey guide wire and another 3mmx40mmx145cm coyote es. No patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR # 2134265-2012-03051. It was reported that during a plain old balloon angioplasty treatment procedure, a balloon catheter became stuck on the guide wire. Access was obtained via the left femoral artery. The target lesion was located in the right superficial femoral and popliteal arteries. The physician used a non-bsc laser over a v14 control wire to complete three passes. The physician advanced a 3mmx40mmx145cm coyote es balloon catheter over the v14 guide wire to dilate the distal segment of the right popliteal artery and the balloon became stuck on the guide wire. The physician attempted to withdraw the wire through the balloon catheter but was unsuccessful. The physician successfully removed the balloon catheter and guide wire as a unit. The procedure was completed with a journey guide wire and another 3mmx40mmx145cm coyote es. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the distal and proximal cones of the balloon were bunched. The inner shaft was buckled on both sides of the distal and proximal markerbands. The inner and outer shaft were buckled adjacent to the proximal balloon bond and near the edge of the strain relief. The guidewire was protruding from the distal tip. The wire was stuck in the lumen of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).